Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and different wall adapter and cable, and pump history did not show any power source alerts. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump into storage mode and return it with pre-paid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.